Event description:
Caller reported cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to perform a pump reset, and after the reset, the cgm error code did not reappear. Caller successfully started their sensor session.